Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is displaying a network service disconnect error message on it. The biomed reported this cns monitors bedside monitor's which has been interrupted but no patient harm was reported. Customer was sent a loaner cns and this cns was returned to nihon kohden under a different notification number (B)(4). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns; however the model & serial number(s) are no information (ni) as customer could not provide the requested information. Bsms: model #: ni. Serial #: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is displaying a network service disconnect error message on it. The biomed reported this cns monitors bedside monitor's which has been interrupted but no patient harm was reported. Customer was sent a loaner cns and this cns was returned to nihon kohden under a different notification number (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is displaying a network service disconnect error message on it. The biomed reported this cns monitors bedside monitor's which has been interrupted but no patient harm was reported. Customer was sent a loaner cns and this cns was returned to nihon kohden under a different notification number (B)(4).

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is displaying a network service disconnect error message on it. The biomed reported this cns monitors bedside monitor's which has been interrupted but no patient harm was reported. Customer was sent a loaner cns and this cns was returned to nihon kohden under a different notification number (B)(4) service performed: nihon kohden repair center could not duplicate the issue of "network service disconnect" message on the returned cms. The returned cns had the hard drives replaced as nk repair center identified their age. Investigation summary: nihon kohden technical support advised the customer to check their network switches. No further issues of the error message have been reported. The root cause of the error message is likely related to the customer network environment as nk technical support recommended checking the customer's network switch. Since the issue could not be duplicated, it is unlikely that the issue was caused by a product malfunction. A corrective action and or preventative action (CAPA) is not warranted.